Event description:
During the procedure, the handpiece repeatedly alarmed and said to clean the tip. After the tip was cleaned the device continued to alarm and would not work. A new handpiece was used to continue the surgical procedure.what was the original intended procedure?operative procedure:total thyroidectomy.device #1is this a laboratory device or laboratory test?no.